Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been hearing an alert tone and an interrogation noted that the cardiac resynchronization therapy defibrillator (crt-d) had experienced an electrical reset. The device is still in use. No patient complications have been reported as a result of this event.